Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome, failure to capture, and sensing anomaly. As received, a complete lead was returned in one piece. The reported events of failure to capture and sensing anomaly were not confirmed. Electrical testing was normal. No problem was detected.

Event description:
Related manufacturer reference number: 2017865-2023-72769 / 2017865-2023-72773 it was reported that the patient presented to the emergency room due to a syncopal and ventricular fibrillation (vf) episode. Upon review, the right atrial (ra) and right ventricular (rv) leads were dislodged due to twiddlers. The rv lead did not deliver high voltage therapy to treat the vf. The ra and rv lead were also sensing inappropriately and exhibited loss of capture. As a result of the inappropriate sensing, the implantable cardioverter defibrillator inhibited pacing in the left ventricular channel and failed to capture the left ventricle. Programming changes were made to allow lv capture. The patient presented to a lead revision. The ra and rv leads were explanted and replaced. The patient condition was stable.